Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pen ndl 29g 12.7mm 90 count mail order outer cover does not stay on the pen needle. This was discovered during use. The following information was provided by the initial reporter: material no: 320880 batch no: 9064662. It was reported that the outer cover does not stay on the pen needle when she tries to re-shield to remove the needle from the pen after injection. Consumer said she has difficulty seeing and sometimes the cover slips off the needle and falls on the floor and she is unable to locate it.

Event description:
It was reported that pen ndl 29g 12.7mm 90 count mail order outer cover does not stay on the pen needle. This was discovered during use. The following information was provided by the initial reporter: material no: 320880, batch no: 9064662. It was reported that the outer cover does not stay on the pen needle when she tries to re-shield to remove the needle from the pen after injection. Consumer said she has difficulty seeing and sometimes the cover slips off the needle and falls on the floor and she is unable to locate it.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned as of 20 march 2020 therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale based on the investigation, no additional investigation and no CAPA is required at this time.